Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 500 mg/dl. The customer was also vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. Some alarms were found in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.